Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown saline implant. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with unknown mentor saline breast implants that the right side deflated after implantation. The issue was diagnosed during the physical examination. As a result, the patient underwent bilateral removal and replacement as follow: serial number: (B)(4) and catalog number:3544400 and left: serial number: (B)(4), and catalog number:3544400 on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid and could not be weighed. Yellow material was observed within the device. Yellow and white material were observed on the shell surface. During visual examination of the device, the product evaluation team discovered two rents on the posterior aspect; rent a measuring 1.3 cm and rent b measuring approximately 0.5 cm. Microscopic examination of both rents edges gave no indications as to their cause. No other anomalies were found. The complaint of deflation was confirmed since two rents were found on the device. Nonetheless, a microscopic examination of both rents edges was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the yellow and white materials observed. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 4/06/2018, mentor received new information indicating that the correct date of the event is (B)(6) 2016 from previous report which was (B)(6) 2017, which the new report changes the patient age from (B)(6) years old at the time of the event, also the date of explant from initial report of (B)(6) 2018 updated to (B)(6) 2018 on this report. Manufacturer¿s reference number: (B)(4).